Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the power supply board due to corrosion and replaced the front case assembly due to a crack on the bottom right hand side. A review of the device history record showed the device had a manufacture date of 24jun2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200228675 for red screw not fully seated which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to corrosion of the assy pwr sply bd pcu1.5 (no shield). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. Unit will not power on, on ac or dc. Not due to defective power cord or front case/keypad. There was no patient involvement.

Event description:
It was reported that the device will not turn on/off. Unit will not power on, on ac or dc. Not due to defective power cord or front case/keypad. There was no patient involvement.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. Unit will not power on, on ac or dc. Not due to defective power cord or front case/keypad. There was no patient involvement.